Manufacturer narrative:
The customer was provided with instructions to potentially resolve the issue; however, it could not be confirmed if the customer's issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and supplemental reports will be submitted as applicable.

Event description:
The customer reported that the system shut down. The device was in clinical use at the time of the event, no patient or user harm reported. The customer stated that the unit went blank and "no ventilation" appeared on screen. It was determined that unit had a 1009 code around the time of incident. The remote support engineer (rse) advised the customer to perform a pvt and advised per service guide relating to the 1009 code that unit may have a faulty da or mc pcb. Further information is pending.